Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50 serial: (B)(4) description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was experiencing inadequate coverage and overstimulation. An impedance check revealed high impedances. The physician suspected device malfunction and suspected lead breakage. The patient underwent a lead replacement and was doing well postoperatively. The physician confirmed there were no exposed cables on the broken lead.

Manufacturer narrative:
A review of the manufacturing documentation for lead (sn (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Sc-2316-50/640168: the complaint was confirmed. Visual and x-ray inspections found that all cables are fractured at the kinked section of the lead body where the clik anchor was positioned. Fracture location is 1 cm from the setscrew mark. No cables are exposed.

Event description:
A report was received that the patient was experiencing inadequate coverage and overstimulation. An impedance check revealed high impedances. The physician suspected device malfunction and suspected lead breakage. The patient underwent a lead replacement and was doing well postoperatively. The physician confirmed there were no exposed cables on the broken lead.

Event description:
A report was received that the patient was experiencing inadequate coverage and overstimulation. An impedance check revealed high impedances. The physician suspected device malfunction and suspected lead breakage. The patient underwent a lead replacement and was doing well postoperatively. The physician confirmed there were no exposed cables on the broken lead.